Event description:
A customer contacted baxter's technical service center reporting a home choice (hc) that was refilling the heater bag and the caregiver (cg) stated the bags were empty and that she replaced the heater bag with a new bag. Per the cg, the registered nurse (rn) reprogrammed the hc and she only connected 1 bag. The technical service representative (tsr) explained the alarm and assisted the cg to end therapy. The fill volume (fv) = 195ml and the cg would like to drain the 195ml. The tsr assisted the cg to go to manual drain. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported that the customer switched the heater bag only and continued therapy with rest of the disposable supplies during fill, which is a use error/poor aseptic technique. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. The assignable cause was undetermined as it is uncertain why the customer re-used single use product. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident.